Event description:
It was reported that during the implant attempt, three leads had a possible defect. It was also reported that one of the leads attempted in the atrium was placed in several spots, but the helix would not adhere to the patient and the helix would not advance out of the tip after being withdrawn. Additionally, the other lead attempted in the atrium did not deploy smoothly, but "popped out" and was unable to affix to the wall. The three leads were not used and another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix mechanism. Evaluation summary for (B)(4): the full lead was returned and analyzed and the helix disengaged from helical channel. There was blood in/on the helix mechanism, the tip seal was observed out of position and the lead was damaged at implant. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found.